Event description:
It was reported that the patient died. In (B)(6) 2013, a target lesion extending from the 99% stenosed proximal left circumflex artery (lcx) to the 90% stenosed distal lcx was observed. The target lesion was treated with implantation of two overlapping stents, a 2.25x16mm promus element¿ plus and a 2.75mm x 18mm non-bsc stent. In (B)(6) 2014, the patient presented with exertional angina. In (B)(6) 2014, the 90% stenosis located in ostial side of the proximal end of lcx, the lesion with 50% stenosis located in the obtuse marginal branch, and the lesion with 75% stenosis located in the distal of lcx were treated with dilatation using a 2.75mm x 13mm non-bsc balloon and a 3.0mm x 15mm non-bsc drug eluting balloon catheter. The lesion with 75% stenosis located from the proximal end of left anterior descending artery (lad) to the middle of lad was treated with dilatation using a 2.75mm x 13mm non-bsc balloon, a 2.5mm x 15mm non-bsc drug eluting balloon, and a 3.0mm x 15mm non-bsc drug eluting balloon catheter. In (B)(6) 2014, paroxysmal atrial fibrillation occurred due to drainage produced via dialysis treatment. The patient was diagnosed as chronic congestive heart failure. Propafenone hydrochloride was additionally administrated to the patient and the patient went into remission. Six days later the physician confirmed the patient was stable. The next day the patient suffered cardiopulmonary arrest at home and was admitted to the hospital. Cardiopulmonary resuscitation was performed, however, the patient died. After the patient death, the patient body (from the cephalic part to abdominal part) was examined by CT scan. The cause of the death is unknown. Autopsy by police revealed the lumbar was colorless and transparent. As per the patient¿s medical history, the cause of the death was reported as lethal arrhythmia.

Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).